Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a two pump error alarms. The customer¿s blood glucose was 144 mg/dl. Troubleshooting steps were provided for pump error. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant no motor movement error follow by drive count or time values or changes incorrect for moving or coasting error during rewind due to corroded electronic assembly.